Event description:
On 1/5 a call to nellcor puritan bennett to report that one of their ventilators had a sticking pressure limit control valve. No alarms went off. There was no pt harm. Source was going to return the plc valve only.